Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00463. The patient was implanted with his scs system consisting of an ipg and percutaneous leads on (B)(6) 2008. It was reported that after a car accident in (B)(6) 2009, the patient started experiencing intermittent stimulation. The ipg and leads were explanted and replaced on (B)(6) 2009. The explanted devices were returned to the manufacturer for evaluation. Follow up on the patient found he has stimulation and is doing well.